Event description:
Patient is reporting her tubing is leaking by the filter. She states all her tubing has been leaking for months and she has yet to have any tubing that does not leak. No further info. Photographs were not provided, this is a continuous infusion, setflow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Unk. Did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? Not reported. Is the actual device available for investigation? Yes; did we replace the device? No. Pt had sufficient "qty" on hand. Reported to (B)(6) by pt/caregiver.